Event description:
The customer was performing antibody screen testing on the ortho provue analyzer and reported that a weakly positive reaction was falsely interpreted as negative.

Manufacturer narrative:
The customer was performing antibody screen testing on the ortho provue analyzer and reported that a weakly positive reaction was falsely interpreted as negative. The customer did not sent the appropriate wadiana logs, tif or tanda images for batch # 4377. As a result, mts cq was not able to confirm the reaction gradings made by the analyzer. No definitive root cause was determined for the incident. An ocd field engineer (fe) arrived on -site and performed svc to the instrument. The instrument was still being investigated for unrelated issues. No death or serious injury was reported as a result of this incident. Erroneous results were not reported , as the test results were questioned by a health professional. Based upon the available info, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. Provue malfunction cannot be ruled out.